Event description:
It was reported that an alert triggered for high impedance on the right ventricular (rv) lead. The pace/sense impedance had gradually increased over the past year. It was also noted that the threshold had increased. A new pace/sense lead was added and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).